Event description:
A report was received that during a routine reprogramming it was discovered that one of the patient's contact was out with high impedances. The bsc representative was able to program around the bad contact. The bsc representative met with the patient again as the patient was not receiving adequate stimulation and it was discovered that two contacts were out. During a follow up visit, 4 contacts were out with high impedances. The physician took a fluoroscopy and discovered one of the patient's leads was fractured and the other was curled and out of position. The physician has recommended a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-30, (B)(4), description: linear 3-6 lead 30cm.

Manufacturer narrative:
The physician replaced the patient's leads with new ones. The physician could only remove part of the superior lead as the lead had migrated into a deeper plane below the spinous ligaments, so a portion of the lead remains implanted in the patient. The patient was reportedly doing fine after the revision procedure. A returned product analysis indicated that visual inspection of lead sc-2366-30, ((B)(4)) revealed that the distal end of the lead were missing electrodes number 1, 2, 3, 4, 5, 6 and 7. Analysis of lead sc-2366-30 ((B)(4)) indicated that the complaint has been confirmed. X-ray inspection revealed that electrodes number 1, 2, 3, 4, 5, 7, 8 of the distal end has a fractured cable at the weld nugget. The root cause of the damage could not be determined.

Event description:
A report was received that during a routine reprogramming it was discovered that one of the patient's contact was out with high impedances. The bsc representative was able to program around the bad contact. The bsc representative met with the patient again as the patient was not receiving adequate stimulation and it was discovered that two contacts were out. During a follow up visit, 4 contacts were out with high impedances. The physician took a fluoroscopy and discovered one of the patient's leads was fractured and the other was curled and out of position. The physician has recommended a lead revision.